Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device inhibited ventricular pacing after the leads were connected and device was in the pocket. The inhibition continued after the lead was disconnected, rechecked and replaced into the header. The device was not implanted. No patient complications have been reported as a result of this event.